Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received fentanyl, dilaudid, and two unknown drugs (unknown concent rations and doses) in an implantable pump for malignant pain. The pump ran out of medication in (B)(6) 2015 and was alarming. The hospice facility chose not to refill the pump due to nearing end of life. The patient was controlled with oral medications until their death on (B)(6) 2015. There were no reported symptoms related to the empty pump. The cause of death was stated to be cancer. The patient battled stage 4 cancer for 9 years. The patient death was not considered to be due to the device or therapy. The patient passed away at home. The autopsy records were not available. The system was to be explanted before patient cremation. The system was disposed of and would not be returned to the manufacturer for disposal/analysis. History: cancer, delirium concomitant drugs: morphine (orally during the last weeks of her death), ativan for anxiety, phenobarbital (suppository) for delirium, fentanyl patches, percocet and oxycodone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.